Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study via a manufacturer representative reporting that the lead revision has not yet been scheduled as of (B)(6) 2024. Additional treatment was given to the patient, medication: amitriptyline, 25mg, frequency: q24h, route: oral, indication : chronic pain, start date: (B)(6) 2024.

Event description:
Additional information was received from the healthcare provider of a clinical study via a manufacturer representative reporting that there was a casual relationship to the therapy. No lead revision information or scheduled date could be provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 27-sep-2025, UDI#: (B)(4) e1 phone number: (B)(6) h6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced low back and leg pain greater than baseline score. The increasing back and leg pain increased to 8/10 with standing for short periods of 10 minutes. The patient had x-rays on (B)(6) 2023 and on (B)(6) 2023 with reprogramming. Migration of the right epidural lead was found resulting in loss of therapy. On (B)(6) 2023 patient was referred to neurosurgeon for review for possible revision of the leads. Outcome was not recovered/not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The patient's medication was updated. Targin 5/2.5 mg, every 12 hours orally for chronic pain; start date (B)(6) 2024, end date 2024-jul-03. This was added for ongoing chronic pain. Targin 10/5 mg every 12 hours orally for chronic pain; start date: (B)(6) 2024. The dose was increased for ongoing chronic pain.

Event description:
Additional information was received from the clinical site reporting that the leads were revised and replaced to a paddle lead in (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024 (only month and year valid), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical site. The patient's medication log was updated. 75 mg lyrica was taken orally every 12 hours for chronic pain from (B)(6)2024. It was increased on (B)(6) 2024 to 75 mg every 12 hours due to increased pain that was ongoing. 15/7.5 mg of targin was taken orally every 12 hours for back pain starting (B)(6) 2024 due to increased pain. On (B)(6) 2024, the targin dose was increased to 20/10 mg because the increased pain was ongoing. 60 mg of duloxetine was taken orally every 24 hours for back pain starting (B)(6) 2024 because the increased back pain was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The subject had exited from the closed loop scs study on (B)(6) 2024 due to completion of the study, the event 001 ¿low back and leg pain greater than baseline score due to lead migration¿ was still unresolved at subject exit. When confirming the event outcome, site answered, ¿the leads were revised and replaced to a paddle lead in (B)(6) 2024¿ which was after the subject exit so no more information can be provided.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study via a manufacturer representative reporting that the lead revision has not yet been scheduled as of (B)(6) 2024.